Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved an unspecified plum set where the customer reported that a hole was discovered below the IV pump level during infusion. The exact location was at the connection distal to cassette, anterior to the flow regulator. The product has not been used before it was noticed. The fluid/drug used was a 1l bag ns. There was patient involvement and no patient harm.